Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This medwatch report is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product was causally related to the incident. The reporter stated that the doctor was performing a lap chole procedure. They noticed at the end of the successful procedure that although the jaws were still intact, the pin that secures the jaws was missing. After doing 2 x-rays, the pin was located inside the pt. X-rayed the pt 10 days later to ascertain whether the screw had moved; it had not. Radiologist confirmed that such a small piece would have no adverse effect on pt's health.